Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd facslyric¿ 3l12c instrument ceivd erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: the customer observes surrestimation of absolute counting on its bd facslyric on facsuite clinical software as compared with numeration on its sysmex hematocytometer the user is able to generate absolute counting with two different methods. Bd method and sysmex method. There is a gap in terms of absolute counting results between the two platforms. We don¿t know which system is currently providing the correct results.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device serial #: (B)(6). D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 12-jun-2019. H.6 imdrf annex b: b21. H.6 imdrf annex c: c21. H.6 imdrf annex d: d16.

Event description:
It was reported that during use with bd facslyric¿ 3l12c instrument ceivd erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: the customer observes surrestimation of absolute counting on its bd facslyric on facsuite clinical software as compared with numeration on its sysmex hematocytometer the user is able to generate absolute counting with two different methods. Bd method and sysmex method. There is a gap in terms of absolute counting results between the two platforms. We don¿t know which system is currently providing the correct results.

Manufacturer narrative:
After further investigation of the complaint, it has been determined that the previously submitted report was sent in error. The incident is a reportable malfunction, however the investigation determined that the cause was not the instrument. MFR reports 2647876-2024-00044 and 2647876-2024-00045 were reported for erroneous results on two different reagent batch numbers that were run on this instrument.

Event description:
It was reported that during use with bd facslyric¿ 3l12c instrument ceivd erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: the customer observes surrestimation of absolute counting on its bd facslyric on facsuite clinical software as compared with numeration on its sysmex hematocytometer the user is able to generate absolute counting with two different methods. Bd method and sysmex method. There is a gap in terms of absolute counting results between the two platforms. We don¿t know which system is currently providing the correct results.